Event description:
It was reported that post implant a realize band, the patient presented symptoms of pain. A band slippage was confirmed. It is unknown how it was diagnosed. No further information was available. The surgeon repaired the slippage without incident.

Manufacturer narrative:
(B)(4).

Event description:
Spoke with the surgeon and he advised that the patient presented with nausea and vomiting. Fluid was removed and the the nausea and vomiting continued. An upper gi was performed and noted that the band had slipped. The patient underwent a procedure to reposition the band. The band was unlocked and repositioned. The patient tolerated the procedure well and is now doing fine.

Manufacturer narrative:
(B)(4).